Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the broken gripper line. However, a definitive cause for the break cannot be determine. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted. A mitraclip ntr was advanced and grasping was achieved, however the clip was opened again to obtain a better grasp. The gripper and lock levers were raised until the blue line and the clip was opened with the arm positioner; however on echo it could be seen that the grippers remained lowered. Troubleshooting attempts were performed but were unsuccessful. There was no gripper actuation and the grippers remained in the down position. The clip delivery system (cds) was removed successfully. Two additional mitraclips were implanted successfully reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.